Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 27-sep-2018 device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: the pump intermittently powers with returned battery cap. A test battery cap was used for all testing. There was moisture leakage into the battery compartment as reported in associated complaint reported on medwatch report# 2531779-2018-10534 regarding animas (B)(4).. The pump cover was removed, and no evidence of additional moisture or contamination was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute and admission on the part of animas of any deficiency in the performance of the device.